Event description:
It was reported that there was a problem with programming the device in adaptive stimulation mode. On (B)(6) 2015 the patient was attending clinic for end of study visit for research study in which they had been participating. When synchronizing the devices to ensure complete restoration of settings and the adaptive stimulation functioning did not appear to be working. The patient programmer recognized the changes in posture but the voltage could not be maintained during postural change. Advice was sought from the manufacturing representative via telephone but the event was not resolved. Further review requested on (B)(6) 2015 resulted in the device being reset and reprogrammed. Adaptive stimulation was working initially but lost function again within minutes. There was no lack of pain relief or other adverse events expressed by the patient at that time. The patient was to adjust the device manually for position changes. Actions required as a result of the event included reprogramming and unscheduled clinic or office visit. Diagnostic methods included device interrogation/deice data showed abnormal. The device was not programmed to adaptive stimulation function correctly on (B)(6) 2015. On (B)(6) 2015 device interrogation/deice data showed abnormal. The adaptive stimulation function could not be maintained for longer than a few minutes. The event was related to component and programming/stimulation, unknown related to implantable neurostimulator (ins). The patient¿s status at the time of report was alive with injury. Later it was reported that the patient experienced uncomfortable jolts. The patient was advised to contact the pain clinic should any more jolts occur. The event was programming/stimulation related. The patient described some intermittent unpleasant jolts/shocks on two separate occasions which self-terminated. Although uncomfortable at the time the patient was able to manage and it did not interfere with his daily routine. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 977a275, lot# 0208195140, implanted: (B)(6) 2014, product type: lead. (B)(4).